Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is (B)(6) and the last repair was on (B)(6) 2010, for an unk issue. The inspection found the calibration to be out of specification. The test mesh was acceptable but the roller, collar, cutter and screws were worn. The cause of the reported complaint was likely an out of calibration device with worn components. This device was overdue for preventative maintenance. Out of calibration with a worn cutter and roller and roller collar could produce incomplete mesh perforations, however repair pre-testing produced acceptable grafts from different operators. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since (B)(6) 2010. The instruction manual states: "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The instruction manual also states "the expected longevity of the meshgraft ii tissue expansion system is ten years. Zimmer recommends that units over this age should be replaced because they have exceeded their normal useful life." The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii gave a poor graft. Additional clinical follow up with the hospital indicated that the graft appeared to not be perforating as desired for chosen 3:1 ratio carrier. The mesh graft ii unit was removed from field and replaced with a competitor's device for remainder of procedure. There was no additional donor harvest required as surgeon completed meshing of initial graft with alternate device, and no delay as alternate device was readily available.